Event description:
After the last pump refill the patient experienced loss of effect. The pump was revised, no kinks were found in the catheter and there was good csf flow. It was assumed that the pump was defective. The pump was replaced. The patient status reported as "ok". There was no patient injury. The dose and concentration of baclofen were not reported. Additional info regarding the pump has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.